Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurate high as compared to the his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that in the evening of (B)(6) 2011, he allegedly obtained high readings of "455 and 422mg/dl." The patient stated that he manages his diabetes with insulin, 120units of novalin r taken three times a day and 120units of novalin n taken in the evening, and increased his novalin r intake (unknown dosage) in response to the reported issue. Seven to eight hours after the alleged product issue began, the patient claimed to have developed symptoms of "shakiness, nausea, and sweatiness" and on (B)(6) 2011 at 3:00am, self treated with food/drink. The cca was informed by the patient that on (B)(6) 2011 at 10:00am, he went to see his doctor who tested him on the clinic's meter (unknown device) and obtained a reading of "121mg/dl." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.